Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos) on the right ventricular (rv) lead. There was a question as to why the device did not withhold therapy when it had been withheld before. It was noted that the device's twos algorithm may not have seen enough size difference between the r waves and t waves to continue to withhold. The patient was sent for bloodwork as their electrolytes were suspected to be out of range. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: ddbb1d4 implantable defibrillator 2013-(B)(6), 5076-52 implantable pacing lead 2013-(B)(6). (B)(4).